Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 6 of 6. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. From 01/jan/2024 to 23/ jul/2024, patient reported that the infusion set tubing got detached from connector and it was in use for 3 days. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully no further information available.